Manufacturer narrative:
Analysis was performed by remote service personnel, who assisted the biomed with troubleshooting. During troubleshooting, biomed was instructed to disable the extra sound option in the control panel, after which the alarm sound functioned properly. The analysis determined that the receiver had been designated as the default sound option, which resulted in the reported issue. Based on the investigation results, the product was confirmed to be operating according to specifications, and the cause of the reported problem was attributed to the sound setting configuration. The issue was resolved by disabling the extra sound option in the control panel. A review of the service history for this device indicated that this problem has not been reported again for this device.

Event description:
Philips received a complaint on a patient information center ix indicating that there is no audio on alarms. The device was reported to be in clinical use. No adverse event to the patient or user was reported.